Event description:
It was reported that the cannula separated from the flange on two size 0 pt, pediatric tracheostomy tubes. The first event occurred 6/21/98 when pt was found to be in respiratory distress and required emergency surgical intervention. The involved device was removed, pt was re-intubated with a second device; stabilized and admitted for treatment and observation. Pt returned to baseline condition and was discharged. The involved 0 pt device had been in use for approx eleven months when the incident occurred. The second event occurred sometime in mid december 1998 and was detected during attempts to insert a suction catheter into the cannula tubing. Parent went to remove the opt and found that the flange was almost completely separated from the cannula tubing. A second 0 pt device was placed with no further problems encountered. The involved 0 pt device was in use approx five months. Both of the involved 0 pt devices are reportedly available to be returned to the MFR for analysis and investigation. As of the date of this report the devices have not been rec'd by the MFR. Although the exact cause(s) of the reported events cannot be determined at this time, both reporter and family have been advised that the pt, pediatric tracheostomy tube is designed, mfg and classified as a disposable device. Family has been sent the pediatric home care guide which contains the MFR's device usage recommendations to review and discuss with their attending health care providers.